Manufacturer narrative:
A ge service representative performed an on site investigation. The battery pack was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The fse reported the system had a pre-charge error and can no longer be charged. If the battery charger fails at boot up this error is displayed and the system will not operate. This may prevent the system from booting up. There was no patient injury or death reported.